Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was successful loading a cartridge from another box. The customer had difficulty charging pump battery. Reportedly, the usb port had debris in it. Customer reported to continue using pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.